Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had acute right ventricular (rv) failure post implant. It was noted that the patient had a mildly dilated right ventricle pre-operatively. It was unknown if left ventricular assist device therapy contributed to or worsened rv function. The patient was currently stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was unknown if the lvad therapy worsened or contributed to the patient¿s right heart failure. The account communicated that the patient was receiving high dose diuretics with a plan to redo a ramp study on monday to reassess the patient¿s right ventricle and optimize speed. If no improvement was observed, the account communicated that they plan to readmit the patient for inotropes. The patient was already listed for transplant and is currently stable. The account was unable to provide the onset date of the patient¿s acute right heart failure. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.